Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The handle failed to lock on the broach.

Manufacturer narrative:
The device was not returned. An event regarding assembly issue involving an accolade handle was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. If additional information become available, this investigation will be reopened.

Event description:
The handle failed to lock on the broach.